Event description:
Customer reported a malfunction with the pump displaying malfunction code malf 0, which was reset successfully with assistance from technical support. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was informed they could continue using the pump and advised to contact support if any issues occurred again, which the customer understood.